Event description:
It was reported, the pt was not feeling stimulation, and replacement external devices would not communicate with the ipg. Follow up identified the physician replaced the lead. It was reported the pt received stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.